Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving scan results that were higher when compared to readings obtained on the built-in reader. Customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat, requiring treatment of oral glucose by her husband. Paramedics were called and upon their arrival, a reading of 23 mg/dl was obtained on the hcp meter compared to a sensor scan result of 78 mg/dl. Customer was treated at her home with additional oral glucose. An additional sensor scan result of 80 mg/dl was reportedly compared to a built-in reader value of 42 mg/dl, however it is unknown when these readings were obtained in relation to the reported treatment. The reported readings were plotted on a parkes error grid and fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving scan results that were higher when compared to readings obtained on the built-in reader. Customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat, requiring treatment of oral glucose by her husband. Paramedics were called and upon their arrival, a reading of 23 mg/dl was obtained on the hcp meter compared to a sensor scan result of 78 mg/dl. Customer was treated at her home with additional oral glucose. An additional sensor scan result of 80 mg/dl was reportedly compared to a built-in reader value of 42 mg/dl, however it is unknown when these readings were obtained in relation to the reported treatment. The reported readings were plotted on a parkes error grid and fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.